Event description:
Patient presented to the physician with constant headaches since the implant procedure. Physician increased migraine medication dosage, prescribed a muscle relaxant, and another medication to relieve headaches.